Event description:
A report was received that the patient underwent a lead explant procedure due to high impedances. The patient was doing well postoperatively.

Manufacturer narrative:
.

Event description:
A report was received that the patient underwent a lead explant procedure due to high impedances. The patient was doing well postoperatively.

Manufacturer narrative:
Device analysis of lead sc-2218-70 revealed the lead body had a pronounced kink approximately 25 cm from the proximal end, where the lead appears to have been sutured. All cables were broken/severed at this spot. The fracture site is 1 cm from the clik anchor setscrew mark. This appears to have been caused by fatigue possibly coupled with postural changes/movements. The completely severed cables are the reason for the high impedances observed. There were no exposed cables.